Event description:
(B)(6) clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2013, the subject presented with stable angina. The target lesion was a new, type c, eccentric, diffuse lesion with more than 2 cm in length located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery with 75% stenosis contained in less than 45 degrees bend and was 39.4mm long with a reference vessel diameter of 1.71mm. The physician treated the target lesion with predilatation and a 2.25x32mm promus element plus stent was deployed in the lesion at 14atms. Post dilation was performed and residual stenosis was 0% with timi flow iii. In (B)(6) 2013, the subject presented with coronary restenosis. The following day, percutaneous coronary intervention was performed to treat the restenosis and was considered resolved on the same day.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).